Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroesophageal reflux ligation procedure performed on (B)(6) 2024. During the procedure, the device could not be deployed normally, so the device was not used. The device was not used, and the nurse immediately replaced the device for ligation. It was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block b5, block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter city, initial reporter zip/postal code, initial reporter phone), block e3, and block h6 (device codes) have been updated based on the additional information received on may 17, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroesophageal reflux ligation procedure performed on (B)(6) 2024. During the procedure, the device could not be deployed normally, so the device was not used. The device was not used, and the nurse immediately replaced the device for ligation. It was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on may 17, 2024: during the procedure, the bands deployed prematurely or unintentionally. It was noted that no difficulty was experienced upon setting up the device.